Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j11189r52, implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone (dilaudid) 13 mg for a total dose of 7.24791 mg/day, compounded bupivacaine 15 mg for a total dose of 8.36298 mg/day, and compounded clonidine 100 mcg for a total dose of 55.75318 mcg/day via an implantable pump for malignant pain. It was reported on (B)(6) 2018 during a catheter access port (cap) dye study for increased pain, a slight catheter tip migration was revealed. The increased pain was not attributed to the slight irritation. No action was taken. The outcome of the event was unresolved with no further action planned. The device diagnosis was catheter dislodgement. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) - increased pain.***